Event description:
Related manufacturer reference number: 2017865-2022-16092 it was reported that during an implant procedure, the right ventricular (rv) lead had dislodged. This was confirmed with fluoroscopy imaging. During another attempt to position the rv lead, the rv lead was unable to be disconnected to the pacemaker. Malfunction regarding the failure to disconnected was alleged on the rv lead and the pacemaker. The pacemaker and rv lead were removed and replaced to resolve this malfunction and complete the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement and failure to remove lead from header. As received, a complete lead was returned in one piece. The reported event of failure to remove lead from header was not confirmed. Visual and x-ray examination of the lead did not find any anomalies. The lead was able to be fully inserted and removed from the device with no restriction. Visual examination of the lead found the helix was partially extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The measured full helix extension length was within specification.